Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that resistance was felt when removing the protective sheath from the 3.50x15 mm xience alpine stent delivery system (sds). The stent dislodged from the balloon and remained inside the protective sheath. The device was not used. There was no patient involvement. A non-abbott sds was used to complete the procedure. There was no clinically significant delay in the procedure. A medsun mandatory and voluntary report # (B)(4) was received stating: upon pulling wire and stylet from stent delivery system, stent became dislodged and stayed in the stylet. When the technologist was threading the delivery system onto the wire is when she noticed the stent was missing. They put aside and saved the product and another vendor of stent was used for this patient. Device problem occurred prior to use on a patient. No patient harm. No additional information was provided.